Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications include but are not limited to : simvastatin, mavik, a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2015, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, follow-up computed tomography angiography (cta) determined a type ii endoleak originating from an ilio collateral lumbar artery and coil embolization of the vessel was performed. Approximately 1 cm enlargement of the aneurysm sac was also reported. The patient tolerated the procedure and the endoleak was resolved. The patient will be monitored by the physician.